Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that presented remotely via merlin.net. Review of the transmission revealed, the patient had numerous mode switch episodes due to far r-wave oversensing. The patient had far-r waves in the past that was mitigated by reprogramming. It was noted that the patient had programming adjustments made during the last visit, that may have contributed to increase in far-r and inappropriate mode switching. The patient was in stable condition. The device was reprogrammed.